Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. Investigation could not be completed, no conclusion could be drawn as no product was returned and no part/lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
Pt status post prodisc-c implantation returned to surgeon complaining of pain. Surgeon removed the hardware.